Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their infusion pump repeatedly alarmed no delivery. The customer's blood glucose at the time of the event was 140 mg/dl. Troubleshooting was unable to resolve the problem and the customer states that they have tried multiple set replacements without being able to correct the issue. The insulin pump will be returned for analysis.